Event description:
It was reported that there was concern about loss of capture on the right atrial (ra) lead. Technical services were consulted and extra signals were observed. High capture thresholds and oversensing were also noted. This was not affected the timing cycle. It was recommended to consider office testing with surface to verify capture. It was noted that this ra lead is old with 12 years of implantation. At this time, the ra lead remains in use and no adverse patient effects have been reported.